Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8128591, medical device expiration date: 2019-04-30, device manufacture date: 2018-05-08. Medical device lot #: 8137603, medical device expiration date: 2019-05-31, device manufacture date: 2018-05-17. Initial reporter address: unknown. Bd corporate headquarters address in (B)(6) has been used as a default. The initial reporter also notified the FDA on 26 july, 2018. Medwatch report # mw5078631. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were black specks on the bd vacutainer® sst¿ blood collection tubes. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there were black specks on the bd vacutainer® sst¿ blood collection tubes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.